Manufacturer narrative:
The escape button did not respond due to a flattened button dome switch. No scrolling number anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons on the insulin pump are not responding. The blood glucose reading is 57 mg/dl. The insulin pump will be replaced. Nothing further reported.